Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one connector assembly from a chronic hemodialysis catheter. Signs of use in the form of biological material was observed on the juncture hub. The catheter body and the compression fitting/sleeve were not returned for analysis. Visual analysis did not reveal any defects or anomalies of any kind. The cannula on the returned connector assembly were occluded and the lumens were connected to the lab leak tester. The sample was tested per bs en iso 10555-1, section 4.7.1 (amrq-000075) which states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c." The leak tester was pressurized to 300 kpa and held for 30 seconds. No leaks were observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly".the report of a leaking extension line was not confirmed through complaint investigation. Visual analysis of the returned connector assembly did not reveal any defects or anomalies of any kind. Additionally, functional testing with a high-pressure leak tester (performed per bs en iso 10555-1) did not reveal any leaks from any portion of the connector assembly. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.